Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm, vicmo12.1, -8.50 diopter, implantable collamer lens into the patients right eye (od) on (B)(6) 2017. On (B)(6) 2018 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.